Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A customer reported that a pump was not infusing. It appeared to be "hiccuping". Medication and infusion parameters unknown.

Manufacturer narrative:
The flowrate test was performed on z-800wf infusion pump, serial number (B)(6) by running flowrate protocol in the above section. The pump meets our passing criteria of 119.96 with a deviation of -1.79 the issue was not confirmed, and the pump is operating within specifications.